Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer's blood glucose was over 300 mg/dl at the time of incident. The customer's blood glucose was over 400 mg/dl at the time of call. The customer stated that he treated his high blood glucose with manual injections. The customer performed troubleshooting and did not found insulin and site issues. The customer was advised to change entire set, reservoir, insulin and treat per health care provider's instructions. The customer was advised to call back for high pressure test. The insulin pump will not be returned for analysis.